Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3487a-33, product type: lead. Product ID: 7495lz25, serial (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3487a-33, lot# j0208309v , implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz25, serial (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7435, serial (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2014-11-17, it was reported that the patients system from 2002 depleted in 2007 but remained in the patient¿s body. The patient was going to try and speak to a healthcare provider (hcp) about removing it. Information regarding if the patient still had concerns with their device or therapy has been requested. The patient was implanted for failed back surgery syndrome. On 2017-09-11, additional information was received from the manufacturing representative reporting that they had their device since 2002 and in about 2007 or 2008 it stopped working, stating the battery went out. They stated that they never had it replaced because they did not need the pain management. The patient then mentioned that they had an unrelated surgery in 2015 and they lost (B)(6) pounds and now the stimulator had dropped way down into their hip really low. The patient stated that when they go to get shots every month (which were confirmed to be unrelated to the device), they were harder and harder for them to administer as it was stated that the device moves. The patient stated that they were thinking about having the device removed but they would have to leave the wires in and they were wondering if leaving the leads in would prevent them from having mris done in the future. Patient services confirmed that the patient¿s MRI would be unrelated to their device/therapy. The patient was redirected to follow-up with their healthcare provider to discuss considerations of leaving the leads implanted. MRI considerations if leads were left implanted were reviewed and device longevity was reviewed. There were no symptoms reported. It was reported that the device stopped working and the battery went out in 2007 or 2008, the patient lost (B)(6) pounds in 2015 and the in the last six months (2017) the stimulator had dropped way down into their hip really low. No further complications were reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report malfunction. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that the issue of the device not working and depleting were the same issue and was in the process of being resolved. The consumer reported that the cause of the issues was that the battery was apparently depleted since 2008. A replacement surgery was scheduled for (B)(6) 2017. The patient¿s current weight was provided. No further complications were reported.